Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the atp console was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect atp console has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not complete startup until the sixth attempt. Preliminary event log analysis found that there were several watchdog errors. The imaging system was found to be functionality once the sixth startup was completed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The atp console was returned to the manufacturer for analysis. Analysis found that no 3d or 2d images were able to be acquired. There was a faulty atp console. Analysis found that the reported event was related to an electrical issue.